Event description:
It was reported that at device change-out, insulation damage with externalized conductors was observed via fluoroscopy. All measurements were normal. Lead remains implanted.

Event description:
New information stated that the lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead measuring 13.5cm from the tip electrode was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 7.0-9.5cm from the distal tip electrode. The silicone insulation was abraded and the rv and sensing conductors were visible. The etfe coating of one sensing conductor was abraded at the same location.